Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr hip resurfacing system - right hip; reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 20 october 2015: updated to legal, added hospital details of primary surgery, added lot number, manufacture and expiry dates to cup and head. Querying hip side as kennedy alert says right hip. Taken from kennedy alert. Update 22 october 2015: kennedy confirms this is a revision of the right hip as originally noted. Taken from query 1 reply.